Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for inflation issues reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial MDR being filed, the device was received; however, the reported balloon rupture was not confirmed. Additional information received from the site noted that the correct device was sent back for analysis and that the device could not be inflated during the procedure.

Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the distal left anterior descending (lad) artery with 90% stenosis. Predilatation was performed using a non-compliant trek 2.5x15mm balloon with residual stenosis less than 40%. The balloon of a 2.5x18mm implant delivery system completely failed to expand even when the pressure was taken up to 20 atmospheres. The balloon rupture was confirmed visually outside of the patient anatomy. The implant was not deployed. The implant was replaced with another device. The final patient outcome was good. No adverse patients effect or clinically significant delay in procedure. No additional information was provided.